Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.